Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that they experienced high blood glucose. Customer's blood glucose rose to 560 mg/dl. Customer reported they did not eat properly, causing the high. Customer treated their blood glucose with a 10 unit bolus. Customer also reported they attempted to treat their blood glucose with 50 units of insulin by bolusing, but their blood glucose would not decline. The customer stated their blood glucose later declined to 160 mg/dl. The customer also reported a failed battery test alarm on their insulin pump. Troubleshooting was not completed for the insulin pump. The customer agreed to return the insulin pump for analysis.

Manufacturer narrative:
The pump alarmed motor error during the rewind due to an out of phase motor encoder signal. Unable to confirm the failed battery test and unable to perform any tests due to the motor error alarm. The pump was received with a cracked reservoir tube lip and minor scratches on the display window.

Manufacturer narrative:
This report is provided because additional event details were reported after the initial report was submitted.

Event description:
The customer reported via telephone call that the blood glucose had not come down after bolusing ten times. The customer reported that she was bolusing so much that the battery wore down. The blood glucose reading was 565 mg/dl.